Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead had noise. No symptoms reported. On (B)(6) 2021, the ra lead was capped and replaced. The patient was stable throughout procedure.